Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of this transcatheter bioprosthetic aortic valve structural valve deterioration occurred specific to predominant aortic regurgitation (ar). Severe hemodynamic deterioration noted with a new occurrence of increase of >=2 grades of intra-prosthetic ar resulting in >= severe ar. Patient symptoms were not reported. The subject exited the study and opted for a surgical repair of the aortic valve. The timing of the intervention was not provided. Information to date suggested the valve remained active.